Event description:
It was reported that the 9800 system intermittently displayed a collimator error message (collimator iris too large). There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Tightened pins on the collimator cable plug. The system was tested and found to be working as intended, and placed back into svc.